Event description:
It was reported the physician inserted a temporary pacing lead in the right ventricle and connected to the epg (external pulse generator) and made sure the epg had worked. When the patient went back to ICU (intensive care unit), it was found that the epg had suddenly turned off. The nurse changed to another epg at that time to make the patient situation stable. The epg was returned for examination. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis could not confirm the customer comment that the unit shut itself off. Analysis did find a ring bail bent. The generator was recalibrated and functionally tested and passed its final quality assurance (qa) tests. (B)(4).

Event description:
It was reported the physician inserted a temporary pacing lead in the right ventricle and connected to the epg (external pulse generator) and made sure the epg had worked. When the patient went back to ICU (intensive care unit), it was found that the epg had suddenly turned off. The nurse changed to another epg at that time to make the patient situation stable. The epg was returned for examination. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.